Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when they found the frayed suture? (Removal from package / during passage through tissue/ during tying? Please provide the lot number for the involved device. Please provide the procedure name and date. Did the patient experience any adverse consequences due to this issue? The surgeon started suturing and there were no problems in the beginning but when he started to tie knots the thread began to fray. He tried a new suture from the same batch and had the same problem. Then he tried another from a new batch and then there were no problems. No complication for the patient as far as I know note: events reported in 2210968-2021-02201.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure, when the surgeon started to tie knots, the thread began to fray. Another like was used. There were not adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/18/2021. H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Date sent to the FDA: 05/18/2021. H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.